Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional leak test was performed and noted a leak from the control module housing instead of the fillport. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a large volume infusor at the fill port. This event was observed during priming. There was no patient involvement. No additional information is available.